Event description:
Patient had an iabp and external pacemaker to the right groin. The patient began complaining of "twitching" of leg and jerking movements of that leg were noted, with no other body parts involved. Micro shocks were considered and the generator and cable were changed out. No similar problems occurred with the next cable and pacemaker. The patient had immediate relief of symptoms with no further jerking movements noted. The device was pulled from service and evaluated with no problems found. The cable was also checked by biomed with no problems noted.